Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. The analyst commented that no foreign material was seen on the connector block or the front or back of the ICD. (B)(4).

Event description:
It was reported that prior to implant, a transparent plastic or tape-like substance was observed on portions of the body and header of the implantable cardioverter defibrillator (ICD). The physician removed a few small pieces before abandoning the ICD which had been connected to the implanted electrodes but was never implanted. A different ICD was then implanted. No patient complications have been reported as a result of this event.